Event description:
Report received indicated that balloon ruptured during a coronary angioplasty procedure. The distal right coronary artery was the target lesion. The lesion was de novo, slightly calcified, not tortuous and 90% stenosis. Pre-dilation was conducted with balloon catheter (ryujin). A cypher stent delivery system (sds) was delivered to the target lesion. Then while inflating the balloon, the physician confirmed leakage of contrast medium at 12 atmospheres and the balloon ruptured. The stent was fully deployed. Post-dilation with balloon catheter (sprinter) was conducted and the procedure was successfully completed. There was no adverse consequence to the pt.

Manufacturer narrative:
The stent remains implanted in the pt. The stent delivery system (sds) has been returned for evaluation and testing, however, the failure analysis report is not yet complete. Add'l info will be sent within 30 days upon receipt.